Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment and the device displayed probe damage error when the seal and cut button was activated. The evaluation confirmed the reported probe breakage. The distal end of the device was inspected under a microscope and found approximately 16 mm of the probe was detached. The missing portion of the probe was returned. A visual inspection of the teflon pad revealed that it had a dent on it and no metal exposed. On further inspection of the broken probe, charred marks were noticed. The root cause for the reported event is most likely due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during total laparoscopic hysterectomy (tlh) procedure the probe broke off inside the patient's abdomen while the physician was performing the cut function. The device fragment was retrieved from the patient using a laparoscopic maryland. There was minor bleeding observed; however, the patient did not require any medical or surgical intervention. There was no damage to the teflon pad and no error codes displayed on the generator. The device was inspected prior to use and no abnormalities were observed. The procedure was completed as intended using another thunderbeat device. There was no patient injury reported.